Manufacturer narrative:
A recheck of the product documentation for this lot number did not reveal any manufacturing deviations that could be related to the complaint. Samples received and tested and no deviation was found during the testing. Production has been informed.

Event description:
According to the information received, bleedings at the time the customer inserts the catheter - the customer uses the product since (B)(6) 2015 and previously, she used normacol. She doesn't systematically have the problem each time she used another product. She has no allergic reactions and currently she has a medical treatment (pas plus de precision dans le crm). Bleedings when the customer inserts the catheter. The customer didn't consult any medical personnel for this problem and no medical treatment for this problem. She can easily remove the catheter, but it's difficult for her to insert the catheter. Currently, no urinary infection. Bleedings occur at the time the woman inserts the catheter. There are bleeding marks on the catheter one (1) time, bleedings occurred after use.